Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 due to high blood glucose level of 386 mg/dl. Customer stated that they treated with intravenous insulin and insulin pump at the hospital. Customer was in emergency room. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the insulin pump had hardware low level failure alarm. Customer did self test and insulin pump received alarm. Customer was able to clear the alarm. Customer also did displacement test and it passed. Retainer ring was intact. Insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 due to high blood glucose level of 386 mg/dl. Customer stated that at the hospital they treated with intravenous insulin and insulin pump. Customer was in emergency room. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the insulin pump had hardware low level failure alarm. Customer did self test and insulin pump received alarm. Customer was able to clear the alarm. Customer also did displacement test and it was pass. Customer was not using auto mode feature. Insulin pump will not be returned for analysis.